Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error codes appeared during upgrade. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be verified. An error code 44442 was displayed upon power up, but no error code was displayed in the event history log to indicate a problem with "not_implemented." The reported issue was unable to be repeated while upgrading the software. Therefore, there was no fault found with the returned pump and the error code was cleared.